Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer reportable malfunction was not confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "do not touch the touch panel when otv-s300 power is turned on" malfunction could not be identified as the event was unable to be reproduced by olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 (establishment name): (B)(6) clinic. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the video system center was powered on, it displayed an error message that said, "do not touch the touch panel". There were no reports of patient harm.